Manufacturer narrative:
Patient identifier, gender, and weight not available for reporting. This report is for an unknown quantity of unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Date of explant reported as (B)(6) 2017, exact date is not known. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient sustained a left subtrochanteric proximal femur fracture on unknown date in 2015. Fixation applied was a competitor¿s nail. Patient underwent the first revision approximately three (3) months post-operative due to a broken nail. Patient was revised to a competitor¿s nail. On an unknown date it was determined patient had a non-union and underwent a second revision. During the second revision patient was revised to a synthes locking compression plate (lcp) proximal femur plate. It was reported the procedure was not completed per the technique guide, as the screws were not fully locked into the plate. Post-operatively patient developed a non-union and a low-grade infection. On (B)(6) 2017, patient underwent a third revision where the low-grade infection and non-union were debrided and re-fixed with a synthes 130 degree angle blade plate. On (B)(6) 2018, patient underwent a fourth revision due to non-union and low grade infection. This report addresses the third revision in which the screws were not fully locked to the plate. (B)(4) addresses the fourth revision due to infection and non-union. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: customer quality conducted a review of the provided x-ray and photographs. Complaint is confirmed as we are able to confirm complaint description based on the received pictures (1 broken plate / 8 intakt screws). Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: complained issue could not be replicated and/or confirmed based on the available information (incl. Pictures and/or x-ray¿s). Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.